Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No excessive no delivery alarms or prime anomaly noted. Unit not rewound on its own noted during testing. Device functioned properly. Device received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms. Customer's blood glucose was 425 mg/dl. Customer's blood glucose had gone up to 600 mg/dl. Device was unable to exit the preparing to prime loop. Customer had a time where his blood glucose dropped to 20 mg/dl and the ambulance was called. Customer's blood glucose was 590 mg/dl at time of call. Device had cleared all settings. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.